Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the malfunction temporarily, but the pump still failed to turn on. Consequently, technical support decided to replace the pump. The caller declined the offer of an out-of-warranty loaner pump and there was no backup therapy available at the time, with the caller planning to contact their healthcare provider.